Event description:
(B)(6) study. It was reported that mobitz first degree atrioventricular (av) block, left bundle branch block (lbbb), and transient complete heart block occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given, and the patient was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The patient received loading doses of 82mg of aspirin. A lotus introducer was inserted and advanced into position. The native aortic valve was treated with deployment of a 23mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location. On the same day of index procedure, the patient was noted to have a prolonged pr interval with worsening qrs duration and new onset of left bundle branch block. Review of the telemetry revealed some episodes of suggestive of transient complete heart block. The temporary pacing wire was left in place and provided intermittent pacing. The day after the index procedure, the electrocardiogram (EKG) report revealed normal sinus rhythm with progress prolongation of first degree av block and qrs duration. Two days after the index procedure, prolongation of first-degree av block was noted with wenckebach conduction, qrs duration was prolonged. Paced beats were noted overnight but without sustained pacing. The patient was at a high risk for complete heart block, so a new permanent pacemaker implantation was recommended. A dual chamber boston scientific permanent pacemaker was implanted successfully. The transient complete heart block and mobitz first degree av block were considered to be recovered/resolved three days after the index procedure and the patient was discharged on aspirin and clopidogrel. At the time of reporting, the lbbb was considered not recovered/ not resolved.